Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the last firing across a tissue and thick tissue in laparoscopic sleeve gastrectomy, the stapler made a cracking sound and would not complete the fire. There was an incomplete staple line at the central part. The surgeon thinned the tissue and used another reload to complete the case. There was no patient injury.